Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an analyzer has a burnt capacitor. Based on the information available, there was no injury associated with the event.

Manufacturer narrative:
(B)(4).